Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual and mechanical inspection. There were scratches on the front of the pacemaker housing. Slight blood residuals were found in the lead ports. The mechanical inspection of the connector system showed no deviation that might explain any malfunction. All dimensions of the header bores were within is-1 standard specifications. The set screws were effectively contacting the connector pins. The set screws could be easily screwed in and out. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be inserted and connected to the device. Upon incoming inspection the pacemaker stimulated with the following parameters: ddd mode / 35 ppm / 5.0 v / 0.4 ms / unipolar. The battery was found to be partly depleted. The pacemaker was subjected to a complete final acceptance test and there was no indication of sensing and/or pacing problems. However, due to the reduced battery voltage, the final acceptance test was not finalized; which is expected. The documentation received was reviewed during analysis. The analysis of the follow-up data showed that the pacemaker was programmed to ddd-mode / 60 ppm / 2.5 v / 0.4 ms / bipolar polarity and lead check activated during the implantation duration during the clinical observation. It's noticeable that the r-wave trend was fluctuating since (B) (6) 2009. The ventricular lead impedance was found to be stable during the last 117 days of implantation. The review of the received external ECG printed during CT scan, showed pacing pauses during CT application. Noise was originated from CT application.

Event description:
Ous MDR - it was reported that the pt has dizzy spells and collapses at home. Documented pacing pauses with syncope were seen during a CT-scan, after pt was submitted to hospital. The explant date was not reported. The pacemaker was replaced.